Event description:
It was reported that during testing the device's second shock, the unit started charging; however, the charge was dumped and the device prompted "connect electrodes". There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported failure was verified. Physio-control recommended the replacement of the device; however, the customer has declined service at this time. The cause of the reported failure could not be determined.